Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported that the heartbeat detection was unsuccessful with the newly implanted device. This surgery was reported to have occurred normally until heartbeat detection test. Diagnostics performed out of the pocket resulted in good impedance value. The surgeon then put the generator into the pocket. At this point heartbeat verification was started. At setting 1,"*****" and "?????" Were received. Diagnostic testing and heartbeat detection was attempted again with the same results. Heartbeat testing was attempted with settings 1-5. Then the surgeon questioned if he had adequately placed the electrodes on the vagus nerve. He repositioned the electrodes and heartbeat testing was tried again without success. The surgeon then pulled the generator out of the pocket and did generator diagnostics with the test resistor which resulted in a good impedance value. The surgeon reconnected the lead and placed the generator back into the pocket. The heartbeat verification testing was repeated again but with no success. In the course of the troubleshooting, both the wand and programming tablet was exchanged with other devices. The results were still the same regardless. At one point, a valid heart rate (83 bpm) at hb setting 1 was received, but it only lasted for a second and went back to "?????." All troubleshooting steps were taken such as checking for electromagnetic interference, not manipulating the generator while testing, allowing it to stabilize for at least 10 seconds before testing, and verifying that the wand was still on. At this point, another back up generator was implanted for patient. With the back up generator, the heartbeat was detected immediately and was accurate with the ECG results at heartbeat detection setting 1. There were no communication issues with the first generator. Diagnostics, programming and interrogations progressed with ease. Programming history data review shows that heartbeat detection testing was attempted with settings 1-5. However no heartbeats were detected per the programming history data. The m106 generator in question was returned for analysis. But analysis has not yet been completed.

Manufacturer narrative:
Previous supplemental MDR inadvertently did not include specific failed parameters identified via product analysis.

Event description:
Previous MDR did not include specific failed parameters. These include the r2 verification, supply current 2ma/normal, supply current off, and supply current off sense. These failures are consistent with the known manufacturing error identified to be due to the leakage paths on the pcb.

Event description:
Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. Analysis of the returned generator evaluated the entire range of heartbeat verification sensitivity settings. Various delays in the start of sensing were observed, up to 43 seconds. In addition, the pulse generator would stop sensing but would recommence sensing at various time intervals. Visual analysis of the returned generator showed no visual anomalies. Interrogation and system diagnostics were performed successfully with normal results. The sensing functions of the pulse generator were exercised and showed that the sensing functions of the pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Furthermore, heartbeat detection test results that were documented during manufacture of the generator were retrieved to compare with those values obtained during analysis of the returned product. There were no appreciable differences in threshold detection levels between the two data sets. The pulse generator is still under evaluation.

Event description:
Further analysis was completed on the generator. The pulse generator was opened. Possible contaminates were observed on the trimmed edge of the pcb. The pulse generator module was subjected to an electrical test. Results show that the pulse generator module failed several electrical tests. After the pcb trimmed edge was cleaned the pulse generator was reassembled (with the original battery, case, and header) and a final electrical test was performed. Results showed that the generator performed according to functional specifications. Sense settings one through five were re-evaluated to determine to what effect the removal of the contaminates from the pcb trimmed edge would have on the pulse generators sensing abilities. The pulse generator showed no sense delays (2.0 seconds to 3.0 seconds) after cleaning. The generator was instrumented in order to evaluate the delay in producing a heartbeat detection synch pulse. This synch pulse is received by the tablet and used to calculate the heartbeat rate. Test results of the synch pulse revealed a longer delay (from initiation of the hb detection algorithm until hb synch pulses occur) than what is expected. This delay may have been interpreted by clinicians, as non-detection of a heartbeat signal, causing them to attempt detection at a different gain setting or location on the patient. Therefore, the allegation of under-sensing no r-wave detected may have been verified. The removal of the tab from the pcb during the manufacturing process may have been the contributing factor for the reported undersensing.